Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was >10000 miu/ml with a data flag. The repeat result with a dilution was 32 miu/ml and was reported outside the laboratory. The error was caught while results were being reviewed on the lis and the sample was repeated on another analytical e module analyzer at the site. The result with an automatic dilution was 76000 miu/ml. The repeat result was believed to be correct and a corrected report was sent. The customer did not know if the patient was adversely affected. The hcg+ss reagent lot number was 16956305 with an expiration date of 01/31/2014. The field service representative found the sample mechanism was not stopping at sample points during operation causing miss-delivery of sample. He replaced the sample probe and sample probe mechanism. To verify the analyzer operation, he ran mechanism checks, calibration and qc with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Medwatch field was updated. The first repeat result was actually 32.27 miu/ml with a data flag and performed with a 1:100 dilution. The repeat result from another analytical e module analyzer was actually 76408 miu/ml with a data flag and performed with a 1:100 dilution.